Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 19th march 2015. The DHR for pad-pak lot a2345 was reviewed, which revealed the returned pad-pak was (B)(4) manufactured on the 6th june 2016, (B)(4)of which were shipped to adiemed on the 19th july 2016. Upon receipt, the device was issuing ¿adult patient¿ prompts with a pedi-pak installed, as per the reported fault. Faulty measurements were taken on the sw1 reed switch, indicating a fault on this component. Sw1 was replaced and the device then power cycled multiple times, while alternating between an adult pad-pak and a pedi-pak installed. The device issued the correct prompts on each occasion. This confirmed a failure of the original reed switch. Furthermore, the returned pad-pak from lot a2345 was found to be depleted. The user would have been alerted with ¿warning, low battery, device service required¿ prompts as per the additional reported fault. No visual abnormalities were observed on the pad-pak, but each cell was severely depleted, which would indicate their depletion had been due to an external load. No excess current drain or faults were identified on the returned sam 350p that would have led to the premature depletion of a pad-pak. The battery monitoring functionality was verified by temperature cycling the sam 350p between 0-50°c for 48 hours, and additional stress testing was carried out at 50°c 95%rh for 5 days while performing self-tests every 20 minutes. This combined testing equates to approximately 9.5 years of normal use without fault. Information from the history log showed that on the date of the low battery fail, the device had already passed multiple self-tests during manual power ons. Five minutes later, the low battery fail was recorded during another manual power on, with a significant decrease in voltage to 0.00v. This would suggest a different pad-pak was being used during this power on, which was likely the returned pad-pak. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 350p.

Event description:
Child patient prompt with adult pad-pak. No patient involved.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologie s ltd (manufactur ER) is submitting the report on behalf of heartsine technologie s llc (importer).

Event description:
Child patient prompt with adult pad-pak. No patient involved.